Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced an above average blood glucose (bg) level. The exact value was not provided and the user would address bg level by increasing basal rates. Reportedly, the user had been using more insulin than anticipated.